Event description:
It was reported that while the surgeon was drilling at c1, the drill bit broke. The broken tip was removed from the site intraoperatively and there were no adverse consequences to the patient.

Manufacturer narrative:
It was reported on (B)(6) 2013 that the drill bit broke while surgeon was drilling at c1. Surgeon was able to remove broken piece. The device was not returned for evaluation as it was thrown away. A DHR could not be conducted because the device lot number is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Device discarded by user.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by hospital.